Manufacturer narrative:
Lot number - dr18d28011, dr18g30044, dr19a15047. One (1) single-use device was received for evaluation. The sample was received for evaluation contaminated with blood. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Due to the condition of the returned device, further evaluation could not be performed. The reported condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of the reported lots. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes 4 malfunction events. It was reported that four (4) clearlink y-type blood/solution sets were leaking during infusion. Two sets leaked from a cut in the tubing, one set leaked near the blue slide clamp, and one set leaked due to the tubing separating from the filter. These events occurred during infusion with no patient consequences. No additional information is available.